Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an attempt to reconnect the lead to the implantable cardioverter defibrillator, the lead could not be fully inserted into the right atrial port of the device. The lead was explanted and replaced.